Manufacturer narrative:
The company representative was able to resolve the reported event remotely with the customer, and, therefore, no parts needed to be replaced. No further issues were reported and the service request (sr) was closed on (B)(6) 2021. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. Alcon will continue to monitor data for evidence of adverse trending and take further action, as appropriate the manufacturer internal reference number is: (B)(4).

Event description:
A physician reported system suddenly shut down before a surgery. The screen went black and the switch turned orange. The system was replaced and the surgery was completed. There was no patient involvement.